Event description:
Pt was receiving 21st treatment and upon removal of electrodes, one had small blistered area. Pt was referred to ER for eval. Pt denied awareness of discomfort from under electrode. Follow-up with pt done. Burned area is healing at outside with some whitening of inner area.